Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's brother reported via phone call that they experienced high blood glucose was 300 mg/dl and 400 mg/dl. The current blood glucose was 162 mg/dl. Customer treated with manual injection. Troubleshooting was performed. The product will not return for the analysis.